Event description:
Caller stated that the end-user sought medical attention on (B)(6) 2023 around 7pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 502mg/dl. A normal result for this time of day is usually around 140mg/dl. Caller stated that the end-user did not have any symptoms; she called paramedics due to getting a high result. Caller stated that the end-user said she tested once again with her prodigy meter but did not remember the result. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived about 20 minutes after testing with the prodigy meter. Paramedics tested the end-user with their meter and received a result of 397mg/dl. Caller stated that the end-user is on a sliding scale for her insulin but did not know the name of the medication. The sliding scale is as follows: 150-200 (2 units), 201-250 (4 units), 250-300 (6 units), 301-350 (8 units), 351-400 (10 units). Caller stated that the end-user was not transported to the hospital and she does not know what the end-users blood glucose was when the paramedics left. No additional information was provided.